Event description:
It was reported that the asymptomatic patient presented for an unrelated procedure. Chronic increasing capture thresholds were noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. The patient was stable throughout.